Event description:
The customer reported that the 840 ventilator stopped cycling on a pt when the respiratory therapist disconnected the pt circuit to test the nurse call alarm. The pt was not injured or harmed as a result of the event.

Manufacturer narrative:
This is a user induced malfunction. The biomedical technician reported to have not duplicated the alleged malfunction.